Event description:
A report was received stating that the patient's leads were eroding through her skin at the lead incision site. The physician stated there was no sign of infection. The physician decided to explant the patient's leads.

Manufacturer narrative:
The explanted leads were discarded by the medical facility and were not returned to bsn for evaluation.